Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation found that the distal end of the tube sheath was deformed and buckled. There were no other abnormalities related to the phenomenon in the subject device. The facility commented that the user tried to ligate the loop while the coil sheath of the subject device was not retracted into the tube sheath. Omsc concluded that the phenomenon was caused by the deformation of the tube sheath. The tube sheath likely deformed due to users handling. The hx-20u-1 instruction manual already warns "when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument." "Do not apply unnecessary force to the loop when ligating tissue during the procedure." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain endoscopic procedure, the user successfully placed the loop over a polyp; however, the tube sheath of the subject device deformed while the facility tightened the loop and the facility could not release the loop from the subject device. The facility reportedly tried to release the loop for a while but the loop would not detach from the subject device. It was reported that the loop happened to be released finally while the facility operated the subject device. There was no patient injury report.